Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The download data returned an 0xff code, indicating there was no hazard alarm generated. No damages or deficiencies were observed that would signal a hazard alarm/alert/advisory. No problem was found.

Event description:
The patient reported they sought medical attention at the hospital on (B)(6) 2025, due to high glucose levels (489 mg/dl) while using the pod. The patient experienced symptoms of vomiting, dizziness, and weakness, leading to a diagnosis of diabetic ketoacidosis (dka). The medical team provided intravenous (IV)s and insulin as treatment. When the pod was removed, the cannula appeared bent. The patient is still in the hospital, with a potential discharge expected later today. The pod was worn between 24 and 36 hours on the back.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.